Manufacturer narrative:
(B)(4). Age at time of event: (B)(6).

Event description:
Same case as ID: 2134265-2015-07492. It was reported that a burr became stuck on the wire. The 90% stenosed target lesion was located in the severely calcified mid left anterior descending artery(lad). A 1.50mm rotalink&#10242;urr and a 330cm rotawire were selected to treat the target lesion. During the procedure, upon advancing the burr catheter, it was noted that the burr became stuck on the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The burr unit was returned to site with the guidewire running through the device. The guidewire could be removed from the device without issue. A visual examination was carried out. The handshake connection was inspected and no damage was noted. A test guidewire was inserted into the device without issue. The burr was microscopically examined. The annulus was inspected and no issue was noted. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07492. It was reported that a burr became stuck on the wire. The 90% stenosed target lesion was located in the severely calcified mid left anterior descending artery(lad). A 1.50mm rotalink burr and a 330cm rotawire were selected to treat the target lesion. During the procedure, upon advancing the burr catheter, it was noted that the burr became stuck on the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.